Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised due to pseudotumor anterior to the hip joint.

Manufacturer narrative:
Primary tha for oa had taken place on (B)(6) in 2010 by using summit and pinnacle-a with mom. Revision took place on (B)(6) in 2016 due to pseudotumor anterior to the hip joint. The surgeon found a brown lump 4 cm in diameter and removed it as much as possible. He also found foreign matters similar to the brown lump scattered in the joint when he cut from the posterior to replace the implants. After removing them and lavage, he replaced the 36mm head and the metal insert with a delta ceramic ts head (+1) and a 32mm marathon lipped liner respectively. He reported there seemed not to be a damage nor corrosion on the sliding surface of the metal insert and the head taper, although a small amount of black substances was found in the taper of the head. He also found bone resorption inside the proximal femur. The patient is now under observation. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.